Event description:
It was reported [medwatch report: mw5181298] by patient that following implant, the patient developed a large bruise on the back and experienced uncomfortable stimulation. As a result, the patient turned the system off, resolving the uncomfortable stimulation and bruising resolved within a week. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Manufacturer narrative:
D 10: therapy date is estimated. Event date is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.